Manufacturer narrative:
Zoll medical corporation has not provided the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt, during a transport, the device displayed a "defib fault 76" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no pt involvement in the reported malfunction.